Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The retrieved journey ii bcs insert and fractured post were examined using visual and macroscopic/microscopic methods. Visual examination showed fracture of the post on the insert and damage to the posterior surface of the fractured post. The visual also reveals discoloration on the device. The post was fractured approximately at the inferior-superior base. Little to no damage was observed on the anterior side of the fractured post. Macroscopic/microscopic examination showed burnishing wear on the articular surface of the insert, damage to the post region surface on the insert, and no damage to the leading anterior edge of the insert. No damage to the leading anterior edge of the lock detail of the insert was observed. No evidence of deviation in processing or material was found for the retrieved item. No definitive conclusions as to the cause of these issues could be determined. The clinical/medical investigation concluded that the information provided as of this date is for the patient's right knee. However, this complaint was opened for the patient's left knee. Therefore, in the absence of clinically supporting documentation a thorough clinical/medical assessment could not be rendered. According to the report, the patient's outcome is unknown, should any additional relevant medical information should be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in the warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: additional information in a1, a2, a3 and b7.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the post broke off the device. The broken post was returned. The visual also reveals discoloration on the device. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported insert post breakage. Although, it was reported this adverse event was solved with a revision surgery the patient¿s status is unknown. Therefore, the impact to the patient beyond the reported insert breakage and subsequent revision cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in the warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. According with material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka had been performed on (B)(6) /2016, a jrny ii bcs xlpe art isrt sz 7-8 lt 13mm broke. A revision surgery was performed on (B)(6) 2023 to address this adverse event, and was replaced with dished cr insert. Current health status of patient is unknown.